Event description:
Initial report per 803.50 (a) (MDR#3030677-2010-00207). AED would not power on. Currently pending evaluation.

Manufacturer narrative:
(B)(4). Currently pending return of the device for evaluation.